Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is not registered with the FDA. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ IV set an122 w/o pump t-type there was an issue with foreign matter. It was stated by the customer ¿there was a foreign body in the set line.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one (1) sample was returned to sbdm, lot number is 2712231. Fm (yellow color) was observed inside the tube of the sample. Sbdm analysed it and initial assessment found the fm to be rubber. Infrared spectrometry(ir) analysis - sbdm conducted ir on the fm, results shows the fm to be latex (rubber), which is similar to rubber tube. House sample verification - sbdm checked 15 pcs house samples for lot 2712231, no fm was observed. DHR review - sbdm reviewed the manufacturing records for lot 2712231. No abnormality was observed. Sbdm complaint review: sbdm review complaint record for same product lot 2712231, there are no repeated same issue from other customers. Investigation conclusion: root cause: the most likely cause is that burr of rubber tube got into the i.v set tube while the operator was assembling tube and rubber tube. Also, as the safety filter inside the IV set met the standard and specification of medical device (IV set) to filter foreign matter. As the filter size is 75 (200 mesh), there is little possibility that foreign matter can inflow into human body. Corrective actions: sbdm had quality training on this customer complaint for IV set assembly line workers. Sbdm implement tightened product & process management and strengthening quality inspection for IV set manufacturing process.